Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n305038008 implanted: (B)(6) 2011 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: n305038008, ubd: 22-sep-2013, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine 50.0 mg/ml at 31.156 mg/day and bupivacaine 40.0 mg/ml at 24.925 mg/day via an implantable pump for unknown indications for use. It was reported that the hcp was unable to aspirate cerebrospinal fluid (csf) during a pump replacement. It was reported that there were no known external factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included attempting to aspirate the catheter during an eos pump replacement. Actions/interventions taken included attempting to aspirate or get retrograde flow which were unsuccessful. After cutting the catheter in the pump and spine pockets, there was no retrograde flow of csf. A new 8780 catheter was implanted. There was retrograde flow csf and the hcp was able to successfully aspirate once connecting to the new catheter. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight was provided and medical history was asked but was unknown.

Manufacturer narrative:
H3. Analysis of the catheter identified dark residue in the dispensing holes prior to decontamination, which resulted in an occlusion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.